Event description:
It was reported that there was increased lead impedance values, the sensing integrity counter registered a rise in the number of short v-v intervals, and damage on the lead "sheathing" was observed. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that there was increased lead impedance values, the sensing integrity counter registered a rise in the number of short v-v intervals, and damage on the lead "sheating" was observed. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4) proximal conductor fractured. The outer tubing was kinked/buckled and esc breach (non-electrical).there was blood in/on helix mechanism. Full lead returned and analyzed.